Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot numbers 240803 and 240904. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples (10 from each lot) were obtained for evaluation from the manufacturing facility. The retained samples were examined microscopically; however, needle point showed no signs of defect. The needles were assembled with a bd discardit 2ml syringe and liquid went through the cannula normally, no clogged needle issue was found. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Based on the provided feedback, we understand an issue related to clogged needle took place, possibly due to coring. We would like to inform you that material 303262 has been created with a regular bevel, compared to material 304622 which had a short bevel. This means that the needle needs to puncture the vial differently. Material 303262 should puncture the vial at an angle of penetration between 45 to 60 degrees. Regarding the feedback of needles not picking well, the damaged needle point may be linked to the reported issue. The manufacturing process has an inline system that inspects all needle points and rejects any defects identified. The cannula point is also the most critical and fragile part of the needle and can become easily damaged. After the shield is removed, the product should be carefully handled to avoid any risk to the cannula point. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
D.4. Other lot number includes 240803 and other expiration date includes 2029-07-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-08-05.

Event description:
It was reported that the bd needle 18x1-1/2 rb tw needle was clogged / blocked. The following information was provided by the initial reporter translated from french to english: additional information received: 29-jan-2025. A nurse's kit indicates that your needles are not picking well, sometimes they are clogged. They encounter difficulties, a resistance that there was not before. They are used for product preparation, collection in vials. Date of occurrence: (B)(6) 2024, circumstances of occurrence / description of facts: 18gx1(1.2x40mm) ref: (B)(4), lot 240803/240904 difficult to pick from pockets, extremely forceful. Recurring problem: use of 2 to 3 needles, canulas to prepare a single infusion. Clinical consequences: overconsumption of canulas and annoyance of teams. Precautionary measures and actions taken: dm not stored.